Manufacturer narrative:
The investigation into the access site bleeding major and the positioning issues has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was due to attempt to re-cross the aortic valve wirelessly. The impella device is not indicated for wireless re-access.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 62-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed an access site hematoma which required a pocket revision and evacuation. The pump additionally became dislodged and was unable to be re-advanced. The team was unable to redeliver the pump to correct left ventricle positioning and was replaced.